Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter was difficult to insert. The patient allegedly attempted to insert the device, but was unsuccessful. As a result, there was self-limited bleeding.